Event description:
It was reported that the pt had decreased therapeutic benefit from her itb therapy with lioresal at a dose of 2000 ug/ml; 662.3 ug/day. Increased spasticity was attributed to the catheter having "poor flow." Side port aspirations and a spiral CT were done to troubleshoot the problem. A correction was attempted with programming changes on (B)(6) 2011. The catheter was replaced on (B)(6) 2011. The new catheter had "good flow." The pt did better for a few days after the revision, but the spasms started again on (B)(6) 2011. The next day, she saw her health care provider and had x-rays, "hct" and cap aspiration which were all normal. Her therapy was changed to bolus dosing with no improvement. An order was given to increase the pump dose 5%. It was later reported that the pt had severe spasticity. A pin hole leak in the catheter was detected. On (B)(6) 2011, a 20% rate increase was made. On (B)(6) 2011, a bolus was reprogrammed. The next day the pump was reprogrammed to bolus dosing. This was reported as an "ongoing event." Add'l info has been requested and will be reported when/if it becomes available.

Manufacturer narrative:
(B)(4).